Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed. No abnormalities were reported with this product during manufacture.

Event description:
It was reported that the 4.5mm healicoil suture anchor broke during suture knot tightening. No patient injury or other complications were reported.